Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there were air bubbles in the tubing and luer lock. Also, it was reported that the pump requested a minimum of 100 units during the load process. Reportedly, the customer filled the cartridge with 250 units. The customer's blood glucose level was not impacted. Reportedly, the customer loaded a new cartridge, filled tubing, and air bubbles were no longer observed.